Manufacturer narrative:
On september 25, 2020 mentor became aware that mistakenly in manufacturer report number:1645337-2020-10354 mentioned that the device was returned. The correction is as follow: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the correct date of explantation was on (B)(6) 2020. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per documents received with the device, date of explantation updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced unknown issue post procedure. As a result, bilateral removal was performed on (B)(6) 2020. This report belong to right prosthesis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. Note: this report submitted to mentor via online, and for the issue the health care professional selected "other" with no other information.